Manufacturer narrative:
Correction: the fenestrated bipolar forceps instrument was analyzed and small part of the inner part to the conductor wire is exposed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis (fa) testing. Fa was able to confirm the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. No signs of exposed wire were observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, damaged insulation was noted on the fenestrated bipolar forceps. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and the customer did not see any damage before surgery. It was the insulation damaged, not the wire. The wire was exposed due to damaged insulation. There were no signs of thermal damage at the site of breakage. The instrument did not collide with any other instrument during the procedure. Photographic images of the device or a video recording of the procedure are not available for isi review.